Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) failed to change color during use despite standard procedural steps being followed, prompting device withdrawal. There was no reported patient injury. The device was being used during a neurosurgical angiography procedure. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) failed to change color during use despite standard procedural steps being followed, prompting device withdrawal. There was no reported patient injury. The device was being used during a neurosurgical angiography procedure. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found fully deployed. A non-cordis 5f catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were noted during this visual analysis. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever, which achieved indicator wire retraction and plug deployment as expected. The indicator window was also observed in the black/white and red position a high magnification evaluation was conducted to assess the internal mechanism of the device. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device achieved full window transition and successful plug deployment during the analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.